Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that there were air bubbles in the infusion set tubing. Customer's blood glucose reached 160 mg/dl. Reportedly, the infusion sets were changed to address the issue.